Event description:
The user noted samples for toxoplasma igg with elevated false positive results. The samples were retested with the vidas analyzer and the results were negative. No specific patient data could be provided. No information was provided to determine if the erroneous results were reported outside of the laboratory or if the patients were adversely affected. The lot number of the toxoplasma igg reagent was 156582.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The samples in question were provided for investigation. The investigation determined all the results on these samples were confirmed and should be reliable. The investigations performed showed that all samples contained anti-rubella igg antibodies, therefore the elecsys rubella igg result was regarded to be correct positive/reactive in all cases. No adverse events were reported.

Event description:
Complainant alleged that during biomed testing, the device powered up without display. Complainant indicated that there was no pt involvement in the reported malfunction.

Event description:
It was reported that during a coil embolization procedure, the delivery wire radiopaque marker was not visible through fluoroscopy. The subject device was replaced with a similar device. There was no clinical consequence to the patient.

Manufacturer narrative:
The event involved questionable results for rubella igg, not toxoplasma igg as previously reported. Additional information was received regarding the event including rubella igg result data for 10 patient samples. Of the provided data, the results for 6 samples were discrepant. No units of measure were provided. Patient sample 1 result from the modular analyzer was 60.26 and the result from the vidas analyzer was 9. Patient sample 2 result from the modular analyzer was 35.96 and the result from the vidas analyzer was 9. Patient sample 3 result from the modular analyzer was 40.49 and the result from the vidas analyzer was 7. Patient sample 4 result from the modular analyzer was 37.52 and the result from the vidas analyzer was 9. Patient sample 5 result from the modular analyzer was 41.47 and the result from the vidas analyzer was 9. Patient sample 6 result from the modular analyzer was 38.81 and the result from the vidas analyzer was 6.